Event description:
It was reported by the customer that the bur was stuck in the attachment during a surgical procedure. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.